Event description:
Physician was inserting biopsy forceps into the scope when he heard a "pop", he states that normally he hears a slight "pop" the time a device is inserted through the biopsy port cover so he thought that was what this was. When the scope was fully inserted and appeared out the end of the scope, he noted that the distal end of the forceps was bent. Physician removed the forceps and obtained another one, bent one was sequestered for risk. FDA safety report ID (B)(4).